Manufacturer narrative:
The customer reported issues with priming and returned 68 unopened, representative sets of material #10013902, batch #24069361. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water from a bd 50 ml syringe to test for occlusion and any other possible observed failures. All of the sets were successfully able to primed, and the complaint could not be verified. It is worth noting that a few of the sets did seem to be occluded at first, and there was a back-pressure to the loading of the set. However, in all of these cases, waiting a second and infusing again allowed for the fluid to flow. The manufacturing plant could not find the root cause for the priming issue. There is potential for excess solvent in the tubing to be related to the root cause. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing set was occluded. The following information was provided by the initial reporter: the product is not priming correctly.